Event description:
It was reported that the asymptomatic patient presented in clinic for a normal follow up. Externalized conductors were observed but no electrical anomalies were detected. The lead is capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.